Event description:
On (B)(6) 2014, a customer reported unexpected result outcomes when testing blood donor samples on a galileo neo for crossmatch assay validation.

Manufacturer narrative:
An immucor field service engineer visited the customer site to assess the instrument on both 10dec2014 and 13dec2014.